Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon of ¿no image¿ occurred because the video function did not work properly due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. When connected to the test otv-s400 processor, there was a black screen and no camera image, no error code was displayed. The no image was caused by a faulty cable. There were also some pixel defects present on image. Additional information was requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, the 4k camera head was showing no image when plugged in during an unknown procedure. Another alternative camera was tested and was working correctly. The procedure was completed using a similar device. There was no clinical impact reported regarding this event.